Event description:
It was reported that patient underwent total hip replacement in 2007, in which he received a durom cup acetabular component. Patient reports, he had a stem revision the following month because of leg-length discrepancy. Post-op, patient has been experiencing pain and twelve days later, was advised by dr to undergo revision surgery. Patient underwent revision surgery two months later.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.